Event description:
Customer reported to have received excessive no delivery alarms and would like insulin pump to be replaced. Customer's blood glucose was 200 mg/dl. Customer declined troubleshooting and would feel better with a different insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.